Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed and the firing flat was in an expected position for deployment. The pod deactivated after running 58 pulses, deactivating at the end of second prime. The pod data showed both timeouts that occurred in tandem with a failure to transition in the rotational sensor data, indicating a drive stall. The components within the drive mechanism assembly, as well as the needle mechanism assembly showed no damages or deficiencies that would prevent normal operation of the pod. The environmental seal showed no damages that would contribute to a late deployment. A successful rerun of the pod did not replicate the timeouts and drive stall observed in the original data. The exact cause of the observed drive stall could not be determined. It could not be determined when the needle mechanism deployed. Therefore, it could not be determined if the drive stall prevented the needle mechanism from deploying and the cause of the reported needle mechanism failure event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed late when the pod was activated; this indicates a needle mechanism failure. No impact to the patient's glucose level was reported. The pod was worn not worn.